Manufacturer narrative:
Product event summary: all portions of the catheter were returned and analysed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. Visual analysis indicated that the catheter was damaged during the procedure. The spiral slitting (technique issue) began at the start and continued along the shaft to separation at 34.5 cm from the handle. Stress cracking was viable on the shaft at various locations and the shaft was kinked at 9 and 22 cm from the handle. The slitter was not returned, therefore, the condition and brand are unknown.

Event description:
It was reported that intra-operatively, when the catheter was slit, it broke in half. The physician used a hemostat to grab onto the remainder of the catheter, then re-engaged the blade of the slitter to get the remainder of the catheter out of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.